Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. This event is related to MDR # 1810909-2023-00179.

Event description:
The customer ran a blood glucose test with the contour meter and obtained a reading of 130 mg/dl at 1:21 p.m. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, an in-house contour meter was tested with the in-house contour test strips using blood sample, which gave a satisfactory performance. The blood glucose readings obtained with the in-house testing were properly marked as blood results in the meter's memory. Additionally, a device history record was reviewed for the suspected contour meter, and no manufacturing anomalies were found. In section h5 of the initial report 'no' was inadvertently selected for 'labeled for single use'. This section has been corrected with 'yes'.